Event description:
While transporting a cardiac arrest patient with manual CPR in progress, the user initially encountered a pixelated screen with no visible text upon activating the autopulse platform (sn: (B)(6). After restarting the device, the screen functioned properly, and the platform operated as expected. The device continued compressions for approximately 10-15 minutes until the ambulance reached the city limits, where it unexpectedly shut off, prompting the user to resume manual CPR. Upon arrival at the hospital bay, the autopulse li-ion battery (sn unknown) was replaced, and the platform resumed compressions. No consequences or impact to the patient. After the call, the original battery was reinserted, displaying three bars of power and successfully powering the device.

Manufacturer narrative:
Per the customer, the device associated with this complaint will not be returned for evaluation. Since the device was not returned, a physical investigation could not be performed, and a root cause could not be determined. A supplemental report will be filed if and when the product is returned and the investigation has been completed.